Manufacturer narrative:
The customer reported: unit shutdown - error message: power interrupted all settings have been set to default values. There was no reported patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported: unit shutdown - error message: power interrupted all settings have been set to default values. There was no reported patient involvement.